Manufacturer narrative:
No common specific root cause or defect was identified. The conclusion(s) code(s) reported herein are assigned according to the facts presented by the affected customer and immucor's assessment and investigation of those facts. When possible, immucor attempts to obtain the actual samples and reagents involved; retention reagents of the same lot that was involved in the event may be used during the investigation if indicated. Also, when possible, immucor uses remote access to review the relevant data archived on the instrument. The events reported on this quarterly malfunction summary report are limited to those in which no patient harm occurred, and no design defect (or other systemic problem) was identified. There is no specific action that users are expected to take to mitigate the reported device failure/malfunction other than to ensure that preventative maintenance is performed as indicated in the instrument instructions. Immucor will continue to track and trend performance and operational issues such as described in this quarterly malfunction summary report. The initial date that the customer reported the complaint associated with pr#1040070 (previously submitted as may 20, 2024) was incorrect and was due to a transcription error when completing the form 3500a; the corrected date is august 20, 2024. The initial date that the customer reported the complaint associated with pr#(B)(4) (previously submitted as may 26, 2024) was incorrect and was due to a transcription error when completing the form 3500a; the corrected date is august 26, 2024. One additional event (pr#(B)(4) was determined to be reportable after the initial quarterly malfunction summary report had been submitted; this event was initially assessed as not reportable, but upon subsequent review was determined to be reportable. This corrected quarterly malfunction summary report has been submitted in response to the agency's december 27, 2024 email (gen2400785-s002: request of corrections of mdrs submitted in summary format). MDR report number 1034569-2024-00018 is an inadvertently submitted duplicate of MDR report number 1034569-2024-00015.

Event description:
A review indicated that in eight (8) events for seven (7) donor samples and two (2) patient samples tested using the neo iris automated blood bank system, a malfunction occurred resulting in the instrument producing incorrect results. A review of quarterly events indicated that seven (7) donor samples and two (2) patient samples tested on the neo iris automated blood bank system produced inaccurate results: rh mistype for one (1) donor sample; abo mistype for six (6) donor samples and one (1) patient sample; and a missed antibody for one (1) patient sample.

Manufacturer narrative:
No common specific root cause or defect was identified. The conclusion(s) code(s) reported herein are assigned according to the facts presented by the affected customer and immucor's assessment and investigation of those facts. When possible, immucor attempts to obtain the actual samples and reagents involved; retention reagents of the same lot that was involved in the event may be used during the investigation if indicated. Also, when possible, immucor uses remote access to review the relevant data archived on the instrument. The events reported on this quarterly malfunction summary report are limited to those in which no patient harm occurred, and no design defect (or other systemic problem) was identified. There is no specific action that users are expected to take to mitigate the reported device failure/malfunction other than to ensure that preventative maintenance is performed as indicated in the instrument instructions. Immucor will continue to track and trend performance and operational issues such as described in this quarterly malfunction summary report.

Event description:
A review indicated that in eight (8) events for seven (7) donor samples and two (2) patient samples tested using the neo iris automated blood bank system, a malfunction occurred resulting in the instrument producing incorrect results. A review of quarterly events indicated that seven (7) donor samples and two (2) patient samples tested on the neo iris automated blood bank system produced inaccurate results: rh mistype for one (1) donor sample; abo mistype for six (6) donor samples and one (1) patient sample; and a missed antibody for one (1) patient sample.